Manufacturer narrative:
(B)(6. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30385946l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a cardiac ablation procedure with a thermocool® sf nav bi-directional catheter and suffered cardiac tamponade requiring pericardiocentesis. After the catheter was inserted, mapping of the right ventricle outflow tract (rvot) was performed. After that, cardiac tamponade was diagnosed and pericardiocentesis was done to drain the fluid. Patient¿s vitals then became stable, and the ablation procedure could be safely finished. No ablation had been conducted before the cardiac tamponade occurred. The patient was followed up after the procedure. There¿s no report of prolonged hospitalization. Patient¿s condition improved. The physician does not know what the cause of the issue was but commented it was not related to the bwi product. No bwi product malfunction was reported.